Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 1 day.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the surgery was without incidence, and the patient was transferred to the intensive care unit (ICU) with an open chest, as is common practice at this implanting center. The plan was to return to the operating room on the following day for washout and chest closure. On the morning of (B)(6) 2017, it was reported that the physician felt the outflow graft had been cut too short, and the patient underwent a procedure to replace the graft. After the outflow graft was replaced and lvad support initiated, the physician reported that the lvad flows were insufficient. The outflow graft was manually disconnected from the blood pump to observe blood flow through the pump, and it was reported that the blood flow was insufficient. The decision was made to replace the pump and inflow cannula. The patient was placed on cardiopulmonary bypass (cpb), and the inflow cannula and blood pump were exchanged. It was also reported that the patient required a right ventricular assist device (rvad). On (B)(6) 2016, a log file for reviewed by the manufacturer¿s technical service representative did not reveal any abnormalities. No additional information was provided.

Manufacturer narrative:
Evaluation of the returned pump confirmed thrombus inside the pump. However, the reported insufficient flow was not confirmed by the submitted system controller log files, as all low flow hazard alarms occurred while the lvad was intentionally stopped via the system monitor. The pump was returned assembled with the driveline severed approximately 6.5 inches from the pump housing. The severed portion of the driveline and the bend relief collar were not returned. The inflow graft, inlet elbow, outlet elbow, inlet stator, rotor, and outlet stator revealed red, soft depositions and post-explant blood. These depositions appeared to have been caused by a low flow condition while the pump was operating. However, a specific cause for a low flow event and a specific time period in which the depositions were inside the pump could not be conclusively determined. No other depositions were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Outflow graft lot#374577 remains in use and the patient remains ongoing on their new pump with no further reported issues. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.